Event description:
In 2016 I was referred to a periodontist for consult re: gum grafting where measurements were taken. I was then given an nti splint/device by my dentist's office until I could afford the (B)(6) grafting procedure. One year later, and after the use of the nti device, I was strongly advised to get grafting and went back to the periodontist. The periodontist noted that the area in lower front of teeth that had not needed grafting at first consult, based on measurements taken, had serious recession of/minimal gum tissue and was going to require grafting. It was believed the pressure taken off the molars by the use of the nti device on the front teeth transferred the pressure to the front teeth, resulting in damage to gum tissue in an area that had not needed treatment only 1 yr earlier. FDA safety report ID # (B)(4).